Event description:
Pt is status post bipolar hip replacement during 1989. He reported that he had left hip pain since the surgery. On physical examination, the pt's left leg was one inch shorter than the right. He complained of pain with ambulation. He uses a cane for assistrance while ambulating outside. Intraoperatively, loosening and subsidence of the component was found. The hip did not appear infected. Intraoperative cultures were obtained and reported as negative for organism growth. A revision of the left hip prosthesis was performed. The femoral component was loose. The pt's original surgical procedure was performed by another physician at a different facility. Add'l info of d6. Stem 6279-4 010 nfwyc #4.